Event description:
It was reported the subject device had an error e101 and e207; and the emergency light lamp on the front of the light source device was flashing, during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6 and h11. Correction - b5, d9. The device was returned to the regional service center for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: emergency light failure and fan failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error code e101 occurred due to the cooling fan failure; the failure of the emergency light, which is considered to have contributed to error code e207. Lastly, for the newly identified malfunctions mentioned above, the cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a diagnostic bladder examination procedure.